Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device, (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jun2020. The heartmate 3 lvas instructions for use (IFU), rev. G, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had frequent non-sustained ventricular tachycardia (nsvt) and was admitted for a planned ventricular tachycardia (vt) ablation and further transplant work-up on (B)(6) 2021. The patient was otherwise stable and the device and its peripherals functioned as intended and designed. The source of nsvt was thought to be from previous scar focus, and post ablation there were no low flows, speed drops, or syncope/presyncope.